Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Complaint from (B)(6) hospital. The customer complained that after withdrawing drugs through the needle and then injected it to the patient, it was found that the drug was blocked and could not be pushed into the patient. No patient harm

Manufacturer narrative:
(B)(4). Follow up. It was reported the drug was blocked and could not be pushed. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly out of the packaging blister in a plastic bag. No other information could be obtained from the photos. A device history record review was completed for provided material number 305107, lot 3055908. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received. Complaint from (B)(6) hospital. The customer complained that after withdrawing drugs through the needle and then injected it to the patient, it was found that the drug was blocked and could not be pushed into the patient.

Event description:
No additional information received complaint from (B)(6) hospital. The customer complained that after withdrawing drugs through the needle and then injected it to the patient, it was found that the drug was blocked and could not be pushed into the patient.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported the drug was blocked and could not be pushed. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The photos show a needle assembly out of the packaging blister in a plastic bag. No other information could be obtained from the photos. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. A device history record review was completed for provided material number 305107, lot 3055908. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.